Event description:
Customer's territory manager contacted haemonetics on (B)(6) 2009 reporting their orthopat machine had a blood spill within the centrifuge and is now bearing noise. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported problem. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).